Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 the arkon anesthesia machine's bag to vent switch failed during patient use. No one was injured as a result of this event. The patient case was completed via manual bagging.

Manufacturer narrative:
Onsite investigation of the arkon anesthesia system by spacelabs field service engineer confirmed that the bag to vent (btv) switch failed. The field service engineer replaced the bag to vent switch and verified that the anesthesia system passed all tests. The system logs noted the premature failure of the switch at approximately 1700 cycles. The failed btv switch part was sent to external consultant who reported that the part failure appeared the result of a chemical agent in combination with normal stresses resulted in environmental stress cracks. A review of spacelabs¿ manufacturing process, supplier processes and the customer¿s processes failed to identify any chemical agent that could have contributed to the failure. There are no similar failures noted for this part, spacelabs conclusion is that this is an isolated component failure. This investigation is considered completed and this particular issue closed.